Manufacturer narrative:
One doc was received for evaluation. Product analysis revealed the reported issue could not be duplicated. The device history record was reviewed; there were no non-conformances or rework associated with the serial number. The unit was manufactured in 2015 and has been in use without any previously reported events or issues indicating no reason to suspect a manufacturing/design related issue. There are no suspected manufacturing/design/ncmr/CAPA related issues to reference as the reported issue was not replicated. There are no previous complaints for this issue associated with this serial number and the unit has not been previously returned for refurbishment. Based on the results of the hardware analysis, the root cause of the reported issue could not be determined as it was not duplicated.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, when the dragonfly catheter was loaded onto the doc, the nurse felt an electric shock up her arm. The procedure was continued with oct and completed with no patient consequences. The doc and system were later tested and evaluated but no evidence of current leakage was found. The doc was replaced to resolve the issue.